Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that following the initial implant of an artificial urinary sphincter, the patient was never able to activate the cuff after the rest period. After multiple efforts to activate the cuff it was decided to have surgical intervention. Before the incision was made, the cuff was finally able to activate, but during the cysto it was determined that the cuff did not provide sufficient coaptation. The cuff did not provide enough closure around urethra causing ongoing incontinence. Because of this, it was decided to remove the 4.0 cm cuff and place a 5.0 cm cuff more proximal on the urethra. The patient was expected to make a full recovery.